Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies from the right ventricular (rv) lead for supra ventricular tachycardia (svt) with rapid ventricular response. The patient denied any symptoms. Detections were temporarily disabled to prevent any additional therapies and reprogramming was then completed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There are 5 lead failure predictors and 5 ventricular fibrillation (vf) events of <(><<)> 220 ms cycle length recorded between (B)(6)-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.